Event description:
Reporter alleged obtaining the same result of 133 mg/dl twice a day for two weeks on the aviva system even when she felt hyperglycemic symptoms. Reporter stated that on one day, she took 35 units of humulin, ate breakfast, and then sometime later in the day, she was unresponsive when her husband tried to awake her. Reporter stated that he called an ambulance, they obtained a high reading, gave her 5 units of fast acting insulin, and took her to the hosp. She reported that the hosp obtained a high reading of 498 mg/dl and while she was there she had a heart attack. She reported that they treated her with 5 units of insulin throughout the night, released her the next morning, and her doctor increased her insulin dosage to 40 units. No other action or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.